Event description:
It was reported that the patient has experienced vomiting daily since the day after vns implant surgery. It was reported that the vomiting occurs after the patient eats. It was reported that device diagnostics in the operating room were within normal limits and that the generator has not yet been programmed on. It was reported that the patient is hospitalized receiving anti-emetic medication and intravenous fluids. It was reported that there are no known abnormalities during implant surgery. The patient reportedly does not suffer from bulimia and is not pregnant. The patient does not present with symptoms that may be contributing to the vomiting. It was later reported that the patient's parents reported that the patient's food consumption has declined, but that it goes up and down. It was reported that the patient has been un and out of the emergency room since implant. The neurologist reported that the patient underwent a gi workup which showed only three percent gastric emptying. It was reported that the patient suffers from gastroparesis and that the vomiting is a symptom of it. It was reported that the gastroenterologists believe that the gastroparesis is a new event and that this is caused by vns. It was reported that during implant surgery no trauma or injury to the vagus nerve occurred. The neurologist reported that the patient was doing better and that the patient is still on IV fluids and is being monitored. The neurologist indicated that he wanted to attempt to program the device on, but that the patient's parents were afraid and kept backing out. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
On (B)(6) 2014, additional information was returned that the patient began vomiting the day after surgery and went to the ER three times. The patient would vomit until stomach was completely empty. Testing was done to verify if the nerve was damaged and did not find anything. The patient was not hoarse and was in the hospital for 2 weeks after implant. After 2 weeks, she started to tolerate small amounts of food and since they couldn¿t do anything, patient was released from the hospital. The patient's vns was turned about 1-2 weeks after discharging from the hospital, but the patient¿s current status was not known.